Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Adjustments have been attempted along with replacement of the image intensifier power supply. Image resolution remained poor. It was recommended that the image intensifier be replaced. The rptr has taken it under advisement.

Event description:
It was reported that the sys 9800 had poor image quality, where the image was blurry. There was no adverse pt involvement reported. There was no pt info reported.